Manufacturer narrative:
(B)(4).

Event description:
Additional information was received indicating this infection, previously contained within and around the device pocket, was now visible at the xyphoid incision. The physician reported the patient exhibited poor hygiene. An additional procedure was performed wherein the tissue surrounding the xyphoid was debrided. This system remains in service.

Event description:
Additional information was received reporting the patient's infection to be recurring/ongoing at the patient's xiphoid. A procedure was performed wherein the patient's wound was debrided and resutured closed. A slight amount of pus was noted and a culture collected for evaluation. No changes were made to the patient's implanted system. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was part of a system revision due to infection. The device pocket was cleaned and flushed with antibiotics. This system remains in service. No additional adverse patient effects were reported.